Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing as expected. It was found that the lead had perforated the heart wall. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.